Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as tortuous and calcified. It was reported that the physician was unable to advance the delivery system to the intended landing zone and the device kinked. The stent graft delivery system was removed from the patient. The physician elected to use a sheath and inserted another talent stent graft device. The stent graft was implanted below the renal artery. (MFR # 2953200-2010-01610). The patient was hypotensive and had blood loss during the procedure, but this was not related to the device. Five days post implantation of the stent graft it was reported that the patient expired due to renal failure.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: death, tortuous and calcified vessels.